Event description:
It was reported that during normal device change out for eol, an x-ray revealed externalized conductors. No electrical anomalies were detected. The lead remains implanted. The patient had no adverse consequences and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.